Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available, it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The customer alleges that the bronchial lumen is white instead of blue. The alleged issue was detected prior to patient use.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the inflation line leading to the white pilot balloon was cut. No other anomalies or defects were observed. The IFU for this product was reviewed as a part of the complaint investigation. According to the IFU, "the bronchial and tracheal lumens are clearly labeled and a blue radiopaque stripe runs the length of the tube. The bronchial extension tube, cuff and corresponding pilot balloon are blue in color, while the tracheal extension tube is clear with a white cuff and pilot balloon." The reported complaint of the bronchial lumen being white instead of blue could not be confirmed based on the returned sample. The sample indicated the bronchial lumen was clearly labeled with the extension tube being blue and a blue radiopaque stripe running the length of the tube as described in the IFU. A DHR review was performed with no evidence to suggest a manufacturing related cause. No visual defects were observed with the returned sample.

Event description:
The customer alleges that the bronchial lumen is white instead of blue. The alleged issue was detected prior to patient use.